Manufacturer narrative:
The insulin pump was received with blank flashing white display and constant beeping alarm due to cracked lcd controller on the printed circuit board 1. Unable to perform functional testing due to flashing white lcd. The insulin pup had scratched display window cover, minor scratched lcd window, cracked keypad at the select button and peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced display anomaly. Customer reported that display was flashing on and off. Insulin pump also had a constant tone. Customer's blood glucose was unknown. Insulin pump would be replaced.